Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing for a supra-ventricular tachycardia rhythm. Programming changes were discussed. No further information was reported.

Manufacturer narrative:
The event date should have been (B)(6) 2018 rather than (B)(6) 2018.

Event description:
New information received notes that the patient experienced dizziness, lightheadedness, and shortness of breath prior to hv therapy. Review of episodes revealed far r-wave oversensing. Programming changes were made. The patient was doing well and will continue to be monitored via remote transmission.